Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized because they had a seizure due to a low blood glucose. The customer was not blaming the insulin pump because they might have over bolused. The customer's blood glucose was 15 mmol/l.they were assisted in performing a self-test on the insulin pump and a pump error alarm occurred. The self-test was performed again but they got the same result. They were advised to continue using a back-up plan while they wait for a replacement for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/ or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay.